Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was not receiving insulin due to a bent cannula that led to high blood glucose and diabetic ketoacidosis. Her blood glucose at the time of the incident was above 500 mg/dl and the infusion set had been in use for 1 day. She was given a metered dose inhaler in an attempt to resolve the issue. No activity was performed prior to hospitalization. The patient received intravenous and mdi as a part of treatment and this resolved the issue. She was hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices ofinsertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.